Event description:
Customer reported being in the hospital several times and was diagnosed with dka. One one occasion, customer's device = 78 mg/dl. Doctor's device = 500mg/dl. Customer's device = 103 mg/dl. Treatment, control, or any other information associated with the incident(s) was not provided. A request ws made for return product and replacement product was sent.